Event description:
It was reported that the customer received an unspecified alarm on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.